Manufacturer narrative:
Three photos of a 1ml luer-lok syringe were received by bd. A quality engineer was able to examine the photos from batch 9322097 regarding item 309628. Two of the images show an unknown box carton with one loose syringe partially visible. The third image shows a loose syringe with an unknown green needle attached with the stopper partially drawn back and an unknown clear particulate inside the fluid path. The condition observed is non-conforming per product specification. Potential root cause for the foreign matter in the fluid path defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 9322097 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). Follow-up #2 for corrected device evaluation three photos of a 1ml luer-lok syringe were received by bd. A quality engineer was able to examine the photos from batch 9322097 regarding item 309628. Two of the images show an unknown box carton with one loose syringe partially visible. The third image shows a loose syringe with an unknown green needle attached with the stopper partially drawn back and an unknown clear particulate inside the fluid path. The condition observed is non-conforming per product specification. Potential root cause for the foreign matter in the fluid path defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. The syringe in question is a polycarbonate barrel and after verifying with a molding process engineer there is no coating applied in the molding process nor in the assembly process. Additionally, there is no coating applied to any polypropylene barrels either. Controls to prevent foreign matter are a robust housekeeping schedule performed, a de-ionizer to reduce static on the barrel, and then a blow-out for inside the barrel. A device history record review was completed for provided lot number 9322097 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 309628 batch#: 9322097. It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. On 22apr2024, the reporter contacted xxxx information via phone requesting replacement for one eylea vial. On 22apr2024, it was noticed that the syringe for the vial had plastic in it after the dose was withdrawn. The syringe is retrievable and does not have a needle attached. The carton can also be retrieved. It was unknown to the reporter whether the vial is still available for retrieval. There were no missed doses or adverse events. The reporter did not have the physician's state medical license number available at the time of the call but agreed to provide it later on the prr form. No additional information was available at the time of this report. Version2 (mnanamori): on 22apr2024, regeneron medical information received photographs from the reporter via email. No additional information was available at the time of this report. Version 3 (mdo): on 22-apr-2024, regeneron medical information received an email from the reporter with the completed product eligibility certification form. Please see the attached source document for additional information. No additional information was available at the time of this report. 23apr2024 blight reporter submitted photographs of product, version 4 filed per sop. Please see the attached source document for details. No further information was available at the time of this report. 1. Could you provide a photograph that includes the lot number? Yes a. If yes, would you please send it to xxxxx@regeneron.com 2. Were non-supplied components used in preparing/administering the dose? No a. If yes, what was used? (Brand & item #) 3. Was the tamper evident seal present on the carton? Yes 4. Was the tamper evident seal intact when the product carton was received? Yes 5. Was the shipping container damaged? No a. If yes, what part of the shipping container was damaged? 6. Was the product carton damaged? No a. If yes, what part of the carton was damaged? 7. Specify which component was damaged: syringe 8. Was the damaged noted: after the dose was withdrawn. Bd syringe lot number: 9332097. Comments: 1. Kindly provide the batch/lot number of the product. The given lot number is incorrect (9332097). 9322097. 2. Kindly confirm any physical sample if available for investigation? Sample is available but will not be forwarded to bd. 3. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. 4. Kindly provide the date of event. 22apr2024.